Event description:
The customer's mother stated, that the audio beeps on the insulin pump were either too low or not audible at all. Troubleshooting was performed and the insulin pump did not give all of the audible tones during the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.